Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the buttons on the insulin pump are stuck and aren't responding. It keeps alarming button error and states she didn't hold the buttons for three minutes or longer. Customer's blood glucose was 272 mg/dl. Customer states she wears the device in her bra and that is the possible cause. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.